Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section d4: expiration date unknown. Section d4: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Section h4 - device manufacture date - unknown.

Event description:
It was reported patient had several high impedances on the lead. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.